Manufacturer narrative:
Patient's personal information was not documented.

Event description:
(B)(6) customer received high blood glucose results on the contour next link. Readings were not provided. He received insulin from his pump accordingly. He became confused, dizzy, and laid down on the floor and lost consciousness. At 11:09pm a blood test was run on the contour next link and the reading was 6.7mmol/l the doctor ran blood tests on him from 11:14pm - 11:24pm, on the emergency's meter, and the readings were 2.7, 3.8 and 4.8mmol/l. At 11:15pm he received a shot of glucose and 2 dex-4 tablets. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. The strips were not expected to be returned. A new meter was sent to the customer.